Event description:
During evaluation of a returned homechoice device, a high drain error 118 (night drain cycle eighteen) alarm was identified in the log. The alarm occurred on (B)(6) 2012 11:27:37. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Review of the event log identified the increased intra-peritoneal volume (iipv) event. The cause could not be determined . Should additional relevant information become available a supplemental report will be submitted.